Manufacturer narrative:
(B)(4)

Event description:
Patient's father contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient's father was advised to reset the smart device and close all other applications running in the background. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/24/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.